Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for the scope communication error, it is likely that the event occurred due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. Based on the results of the investigation for the glue peeling, it is likely that the event was caused by stress of repeated use, external factors, or handling. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope¿ and ¿3.8 inspection of the endoscopic system in the operation manual. [Inspection of the endoscope] 4 inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. 5 carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities. 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. 7 inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears. 8 wipe the video connector, including the electrical contacts using a clean lint-free cloth. Also confirm that the electrical contacts are completely dry and clean. Inspection of the endoscopic image confirm that the white light imaging (wli) and narrow band imaging (nbi) endoscopic images are normal 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. In addition to the adhesive around the objective lens peeling and corrosion on the video plug and damage on the charged coupled device resulting in a b30 error the evaluation findings are as follows: the adhesive on the bending section cover had a chip, switch (#1) was damaged, the video connector had a scratch, the video connector had a crack, due to wear of angle wire, bending angle in the "up" direction does not meet standard value, the video connector case had a scratch, the video connector case had a crack, the light guide connector had a scratch, the light guide cover glass had a scratch, the protector of the video cable had a scratch, the universal cord was dirty, the "up/down" plate had a scratch, the grip had a scratch, the control unit had a scratch, and the "right/left" plate had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had noise. There were no reports of patient harm. During evaluation, it was observed a b30 scope communication error occurred, and the adhesive part of the objective lens was peeled off. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.